Event description:
It was reported that during a total joint procedure the blade broke at the mount. It was also reported that there was no delay and there were no adverse consequences as a result of this event.

Manufacturer narrative:
(B)(4). The blade subject to this investigation was returned to the manufacturer for evaluation. It was visually confirmed that both tabs were broken from the mount of the blade. The returned blade was measured were possible and all critical specifications were met. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is multi factorial.